Manufacturer narrative:
(B)(4). One used lf1637 was received for evaluation and visual inspection found the cord had been cut and removed. The customer reported that the device could not cut after an hour of use. The reported condition was confirmed. The investigation found the device had been assembled without a spindle pin. Without the spindle pin, the knife is not connected to the trigger, and is free to slide within the device. It is unknown how the device was being used for an hour. The investigation identified the root cause of the reported event to be a missing component due to an assembly error. Manufacturing non-conformance review could not be completed since the lot number is unknown.

Event description:
The customer reported that the device could not cut after an hour of use. Upon receipt for investigation, the device is missing a spindle pin, allowing the knife to move freely within the jaws of the device.

Manufacturer narrative:
(B)(4). Date of initial report : 03/05/2015. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.